Manufacturer narrative:
Additional information in b5, h3, f10/h6: device codes (add additional codes), h6. B5: it was further reported, that the twist clamp separated from the transfer set tubing resulting in a leak. H10: the actual devices were not available. However, a photograph of one (1) sample was provided for evaluation. A visual inspection with naked eye, did not identify any issues related to the separation/leak reported. The reported, issue was not verified, during photo inspection of 1 sample. There was no photo of the second sample. Therefore, a device analysis could not be completed for that sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) peritoneal dialysis (pd) transfer sets separated at the twist clamp. The twist clamp came apart from the transfer set while the patient was connected for peritoneal dialysis therapy. There was no patient injury associated with this event. No additional information is available.